Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after thirty-eight months of implant. The voltage was 2.64 and the ICD had charge times of 17.9 seconds. There was allegations of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.